Event description:
The reporting caregiver started platelets and about 10 minutes in, the pump said air in line. When she took the blood tubing out of the pump, it was all wet. The tubing was leaking just below where it sits in the pump. Manufacturer response for set, administration, intravascular, alaris (per site reporter): waiting for their response.